Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported on arrival on site, manufacturer representative found that the mvs was booting up properly. It was found that the customer actually experienced issues with the image acquisition system (ias) not boot up. There were no issues with the ias boot up. Could not duplicate issue. Checked test point voltages on the ps1, dual speed starter, supply board, power tray, power enclosure, and stand alone board. Voltages all within spec. Performed multiple power cycles. No issues. The imaging system then passed the system checkout and was found to be fully functional. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the mobile viewing station (mvs) was not powering on. Site did not know if the ac power indicator led was illuminated. No patient present.